Event description:
Voluntary recall of product because of potentially high levels of endotoxin that exceed FDA guidelines.======================manufacturer response for surgical graft (internal repair), xen matricx surgical graft======================voluntary recall of device.